Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside the clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the device would not power off. Upon functional testing the fse checked all breakers and switches, as well as the incoming power and connections to the ups and m-rack. Fse reset the m cabinet's main breaker. After resetting the m cabinet's main breaker, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system would not power on. There was no report of harm. Philips has started an investigation of this complaint.